Event description:
The customer reported to maquet that when replacing a sterile handle of an operating light, during surgery, the circlip and the handle fell down. No injuries were reported. (B)(4).

Manufacturer narrative:
Maquet determined that the customer did not use the original powerled handle support provided by the MFR. It was replaced during the installation with a different model, in order to allow compatability with the sterilized handles used by this facility. The cause of this event is the retaining clip - part of the substitute handles interface - not being correctly seated in its groove from the supplier. Due to this assembly error, the clip was able to slip out and dislodge from its location while user was manipulating the light. The defective handle support has been replaced by the customer with a new one, assembly verified to be safe, and unit returned to service. Maquet med systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.